Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon revised a scorpio total knee to a triathlon ts due to implant subsidence.

Event description:
Surgeon revised a scorpio total knee to a triathlon ts due to implant subsidence.

Manufacturer narrative:
An event regarding revision due to baseplate loosening involving an unknown scorpio femoral component was reported. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. The patient was revised for a loose baseplate. The clinician comment on the medical records provided stated that both the femoral and patellar component appeared stable. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.